Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak during setup. She disregarded the leak and continued to setup and connected to the patient line. She was in treatment for 2 minutes before stopping and switching to manual treatment. The set was discarded. During follow up the patient reported that her effluent remained clear. She had contacted her pd nurse and was prescribed prophylactic antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.